Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found the primary failure of could not reproduce to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There were no issues with grasping during inspection. No grip misalignment or physical damage detected. Additional findings not related to customer reported complaint: the instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. A review of the procedure logs did not indicate that a monopolar instrument was used during this case. The instrument was found to have damage of the conductor wires insulation at the yaw pulley. There were no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the maryland bipolar forceps instrument did not grip the tissue well. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument did not collide with an energy instrument during the procedure. No arcing was observed during the procedure. Patient demographics were requested but were unable to be provided.